Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet due to entry of an incorrect sensor pairing code in the pump; the user corrected the code and was advised to wait for readings. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed user input error as the cause of the pairing failure. It was concluded that the device functioned as designed once the correct pairing code was entered.